Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), prior to the 26mm sapien 3 case by transapical (ta) approach in aortic position, the valve was crimped as per IFU and there was no resistance when pushing the valve through the sheath. The valve was still between the shoulders, however, short time after it was noticed that the valve was not straight on the balloon anymore. After some maneuvers the valve dislodged completely from the balloon but was still on the wire. As the patient had severe comorbidities, an open heart surgery was not an option. Therefore a second wire was placed, and with a retrieval basket, it was then possible to pull the valve in front of the access puncture site and the valve could be removed with some tweezers. Through the same puncture site a new sheath was placed and a new valve was successfully implanted.  The patient was doing well post procedure. As per medical opinion, it seems as if the valve got caught on the mitral chords. This was related to patient condition and procedural complications, there was no device malfunction.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There was no allegation of a device malfunction or failure that contributed to the event. The edwards sapien 3 transcatheter heart valve with the edwards certitude system procedural training manual instructs the physician to: ¿confirm with tee guidewire is free of the mitral valve apparatus before proceeding with edwards certitude introducer sheath insertion, an increase in mr or decrease in mitral leaflet mobility suggests wire entanglement in the mitral subvalvular apparatus, if entanglement is suspected guidewire should be pulled back to lv, redirect guidewire, reinsert guidewire, checking again for wire entanglement. In some cases, lv puncture may need to be relocated.  Increased resistance during tracking of the delivery system may indicate mitral valve apparatus entanglement. Resistance during tracking, prior to reaching native annulus, may indicate entanglement in mitral chordae¿. In this case, there is no information to suggest a manufacturing non conformances contributed to the event. The cause of the valve dislodgement from the balloon was related to procedural factors (delivery system mitral chord entanglement). No manufacturing or IFU/labeling inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.